Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Limbal relaxing incisions were performed during the implant surgery. The patient had some corneal edema postoperatively, which has resolved. The surgeon had told the patient preoperatively that he might need additional correction following the implant. Both the surgeon and the patient are happy with the result and the patient will either wear a contact lens to correct for distance or lasik may be performed to correct the residual refractive error. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional information was requested 04/14/2011, 04/28/2011 and 05/03/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).